Event description:
The customer stated that a falsely depressed alinity I tsh result of 0.08 miu/ml was generated for a patient sample ((B)(6)) on (B)(6) 2021. The sample cup was insufficiently filled with sample volume, and the falsely depressed result was generated without any error message. A different sample from the same patient with adequate sample volume generated a tsh result of 1.006 miu/ml using the architect i2000 method. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The sample was repeated on the architect i2000sr with favorable results, with no additional instrument troubleshooting on the alinity I system. There were no identifiable issues with any instrument parts and no parts were replaced. Sample integrity / insufficient volume cannot be ruled out. Trending review determined no adverse trend for the issue for the product. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module.